Manufacturer narrative:
Type of investigation: b11 historical data analysis. B12 trend analysis. B14 analysis of production records. B17 device not returned. Investigation conclusions code: d03 cause traced to manufacturing. Investigation summary: please note that the investigation was revised on june 22, 2023 due to errors. Please disregard investigation information received prior to june 22, 2023. Bd regrets any inconvenience caused by this error. Mgit 960 supplement kit batch 1161188 is composed of mgit panta batch 1161152 and mgit 960 growth supplement batch 1154511. The batch history record review for mgit 960 supplement kit batch 1161188 was satisfactory. No quality notifications were generated during manufacturing. Other complaints have been taken on this kit batch for contamination. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 1161152 and mgit 960 growth supplement batch 1154511 were satisfactory and no notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. Retention samples from panta batch 1161152 (10 vials) were available for inspection. No microbial growth was observed from visual inspection of 10/10 retention vials. Retention samples from growth supplement batch 1154511 (6 vials) were available for inspection. No microbial growth was observed in 6/6 retention samples from visual inspection. For investigation of the complaint, one panta retention vials was reconstituted with one growth supplement retention vial as per the package insert instructions for this kit product and incubated at 20 to 25 degrees c. Another panta retention vial was reconstituted with one growth supplement retention vial and incubated at 33 to 37 degrees c. At seven days incubation, no growth was observed in the vials incubated. Six photos were received for investigation: two photos each show one reconstituted panta vial from batch 1161152. The crimp cap has been removed there is possible fungal growth in the media. One photo shows the bottom of one reconstituted panta vial there is possible fungal contamination in the vial. One photo shows the top of an open vial of reconstituted media to feature the possible fungal growth in the media. One photo shows an opened kit carton with three unopened growth supplement (amber) vials and three unopened panta vials seated in the carton insert. One photo features a kit carton label from batch 1161188. No return samples were received for investigation. This complaint can be confirmed for contamination. A complaint trend for contamination was identified on kit batch 1161188. Investigation of the trend found mold from environmental monitoring during production of growth supplement batch 1154511. The mold observed during environmental monitoring did not exceed levels to trigger an action per bd procedures. Due to the complaint trend, manufacturing operations investigated the observed mold and did not find a root cause. Manufacturing operations conducted a retraining event with manufacturing associates for aseptic technique and in-process bioburden reduction as a corrective action. Manufacturing operations also identified opportunities for improvement that are being investigated as well. It is noted that manufacturing operations did not identify any mycobacterium species in the manufacturing process (including mycobacterium avium-intracellulare). Additionally, no mycobacterium species has been identified has a contaminant in kit batch 1161188 that has been investigated by bd or reported to bd. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination was found during use. Patient was treated for mycobacteriosis. The following information was provided by the initial reporter: this box of bd supplement is contaminated. It is from lot no. 1161188 patient was treated for mycobacteriosis by clinical decision, considering all the antecedents.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination was found during use. The following information was provided by the initial reporter: this box of bd supplement is contaminated. It is from lot no. 1161188.

Manufacturer narrative:
H.6 investigation summary: mgit panta batch number 1161152 and mgit 960 growth supplement batch number 1154511 were provided for investigation. Review of the manufacturing records for these two components show they were packaged into mgit 960 supplement kit batch number 1161188. Shipping records for kit batch number 1161188 does show a quantity was shipped to japan. This complaint can be investigated for kit batch 1161188. The batch history record review for mgit 960 supplement kit batch 1161188 was satisfactory. No quality notifications were generated during manufacturing . Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 1161152 and mgit 960 growth supplement batch 1154511were satisfactory and no notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. Retention samples from panta batch 1161152 (10 vials) were available for inspection. No microbial growth was observed from visual inspection of 10/10 retention vials. Retention samples from growth supplement batch 1154511 (6 vials) were available for inspection. No microbial growth was observed in 6/6 retention samples from visual inspection. For investigation of the complaint, one panta retention vials was reconstituted with one growth supplement retention vial as per the package insert instructions for this kit product and incubated at 20 to 25 degrees c. Another panta retention vial was reconstituted with one growth supplement retention vial and incubated at 33 to 37 degrees c. At seven days incubation, no growth was observed in the vials incubated. Return samples were received for investigation. One panta vial from batch 1161152 and one growth supplement vial from batch 1154511 in a plastic bag were returned in a box with bubble wrap. The crimp cap around the stoppers of the vials were not present. There was media present in the growth supplement vial but no microbial growth was observed. The panta media was reconstituted and there was fungal growth in the medial. The panta vial was submitted to the ID lab and the fungal growth was identified as trichophyton species. Six photos also were received for investigation: two photos show one reconstituted panta vial from batch 1161152 the crimp cap has been removed there is possible fungal at the top of the media. The second and third photos show the bottom of one reconstituted panta vial there is possible fungal contamination in the vial. The fourth photo shows an opened kit carton with the crimp capped sealed growth supplement vial, and three crimp capped sealed panta vial seated in the carton insert. The fifth photo shows a closed kit carton from batch 1161188. This complaint can be confirmed for contamination. A complaint trend for contamination was identified on kit batch 1161188. Investigation of the trend found mold from environmental monitoring during production of growth supplement batch 1154511. The mold observed during environmental monitoring did not exceed levels to trigger an action per bd procedures. Due to the complaint trend, manufacturing operations investigated the observed mold and did not find a root cause. Manufacturing operations conducted a retraining event with manufacturing associates for aseptic technique and in-process bioburden reduction as a corrective action. Manufacturing operations also identified opportunities for improvement that are being investigated as well. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
The following fields have been updated due to additional information that was received: adverse type: reported issue is both an adverse event and product problem. Event attributed to: required intervention b5 describe event or problem: it was reported that bd bactec¿ mgit¿ 960 supplement kit contamination was found during use. Patient was treated for mycobacteriosis. The following information was provided by the initial reporter: this box of bd supplement is contaminated. It is from lot no. 1161188. Patient was treated for mycobacteriosis by clinical decision, considering all the antecedents. Type of reportable event: serious injury h3 other text : see h.10.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination was found during use. Patient was treated for mycobacteriosis. The following information was provided by the initial reporter: this box of bd supplement is contaminated. It is from lot no. 1161188. Patient was treated for mycobacteriosis by clinical decision, considering all the antecedents.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination was found during use. The following information was provided by the initial reporter: this box of bd supplement is contaminated. It is from lot no. 1161188.